Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five photographs of a device and a video. The visual inspection of the photographs noted that the product was dry and was fragmented. The product was observed to be brittle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was cracked and felt crispy when attempting to roll before inserting into the trocar. There was no patient injury.